Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Quality controls (qc) recovered within range at the time of the event. No instrument errors occurred at the time of the event and no other patients were affected. Shipping and testing of this specific patient's samples is not feasible due to limitations of sample stability for coagulation testing. Interferences from patient medications or diagnosis, as well as inadequate mixing or other mishandling of the sample cannot be excluded as potential causes of the discordant results. The cause of the discordant, falsely elevated prothrombin time and prothrombin time international normalized ratio results cannot be determined. The system is performing according to specifications. No further evaluation of this device is required. MDR 9610806-2020-00024 was filed for the discordant pt and inr results obtained on (B)(6) 2020.

Event description:
A discordant, falsely elevated prothrombin time (pt) and prothrombin time international normalized ratio (inr) result were obtained on a patient sample on a bcs xp system using dade innovin reagent. The discordant results were obtained from automatic repeats of pt and inr after a "no reaction" error was initially generated by the system. The discordant results were reported to the physician(s) and were questioned. The patient was told to skip his next coumadin dose due to the high results. A second sample from the same patient was run later the same day for pt and inr, resulting lower. These results were also reported to the physician(s). The following day, another sample from the same patient was run for pt and inr, resulting lower. These results were reported, as the correct results, to the physician(s). The customer then repeated the original sample from the previous day for pt and inr. A "no reaction" error was generated and the sample was automatically repeated for pt and inr, both recovering falsely elevated. The other sample from the previous day was also repeated for pt and inr, recovering falsely elevated and matching the results obtained for this sample from the previous day. There are no reports of adverse health consequences due to the falsely elevated pt and inr results.